Manufacturer narrative:
A ge service representative performed an on site investigation. The video processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the stenoscop system had a video board error and would not boot up. No patient injury was reported.